Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis, the following was observed: the photo shows the closed foil labeled as w9561 without problems on the product labeling. In addition, the qr barcode was readable with the scanner with a result of (B)(4), the last six digits match the batch number. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. This report is not intended to deny that you had a problem with the device. There may be other circumstances or issues that occurred while using the device that we were unable to duplicate during our lab analysis. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 2d data matrix barcodes could not be scanned. It's reported that 2d data matrix barcodes on the package could not be scanned which make trouble on customer's warehousing work. As they manage product on package level. And they feedback the text on the package is not enough, they still want to scan the 2d data matrix barcode.